Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at the window corner, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer stated he was able to clear the alarm back on 06/30/2015. Customer's normal blood glucose is 72 to 111 mg/dl and currently its high due to medication. Alarm occurred while customer was attempting to program a bolus. Customer stated in the morning the device was up against him. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.